Event description:
It was reported that on the light adaptor for small battery pack, the rubber collar had broken away from the battery pack.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The mfg records were reviewed and no complaint related issues were found. Our investigation has shown that the cord protection cover at the bottom of the battery packs was pulled out of the housing. We were not able to determine the exact cause of this occurrence. We can only assume that an excessive drag force in combination with too much lateral stress caused this damage. We have introduced a new protocol to improve the design and to avoid such an occurrence in the future. This complaint is indeterminate from a mfg standpoint.